Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error message stating ¿full sync required¿ appeared when the station was connected to the network. The technical support specialist (tss) logged into station, backed up the database, and performed a full synchronization on the device. Confirmation was received from the customer via email that the issue was resolved, and the station was synchronizing successfully. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, full sync required and station not connected. Customer mentioned there was error message "full sync required and patient data was not current. There were no adverse events or injuries reported based on this event.